Manufacturer narrative:
H3: product analysis confirmed the reported issue and found that loose pin on afe pcba board. H6: codes b01, c07, d02 and g0403401. The previously updated codes b17, c20, d16 and g02005 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intraoperative the nim patient interface had intermittent stimulator. The plug-in seems to be loose after adjusted the cable, started working again. The issue was isolated to the patient interface stimulator plug and not the stimulator device (probe), as replacing the probe did not resolve the problem. The emg tube used during the case had no bearing on the issue. The issue was resolved by another patient interface and completed the procedure. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.